Event description:
It was reported that the pump was ringing about a downstream blockage every few seconds, even though there was no obvious kink in the line. The line was disconnected to check for problems. A clamp was needed to help loosen the IV line from the stopcock because it was stuck and required a little force. When removing the line, it broke inside the stopcock. It was also noticed that mannitol had crystallized after the filter where the line connected to the stopcock. This was an a2 failure. The patient was over 18 years old. No harm or adverse event was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.